Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient who was implanted on (B)(6) 2024 developed pneumonia with no bacterial or viral cause detected. This led to right ventricular failure which was treated with a temporary right ventricular assist device (rvad), but the patient developed multiple organ failure that led to the patient passing away. The left ventricular assist device (lvad) worked as expected and the outcome was not considered to be device or therapy related.

Manufacturer narrative:
B5 - narrative information no additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was received that the right ventricle had a reduced ejection fraction (ef) prior to left ventricular assist device (lvad) implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, and the heartmate 3 lvas patient handbook rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.